Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that a cartridge alarm occurred during insulin delivery. The customer was unable to load new cartridge while on the phone with cts. Cts advised caller to replace cartridge and call back if issue persists. The customer reverted to alternate method of insulin therapy.there was no adverse impact to the customer¿s blood glucose level.